Event description:
Related manufacturer report number: #2916596-2024-00226 it was reported that the patient had a difficult time connecting their system controller cable to their mobile power unit (mpu). The customer stated that the screw was not easy to use. The mpu was exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number (B)(6)) was evaluated following the reported event of the patient having a difficulty connecting their controller power cable to the mobile power unit (mpu). The heartmate 3 system controller was not returned for analysis; however, the mpu (addressed in the mpu investigation) was returned and evaluated at the european distribution center. During the evaluation, a bent pin was observed on the black power cable connector of the mpu patient cable. A test controller was connected to the mpu patient cable and it was noted that the controller connector could not be threaded down completely, confirming the reported event. This was due to the bent pin preventing the controller connector to fully thread down. The patient cable was then replace with a known working cable, resolving the event. Provided information stated that the serial number of the controller is (B)(6). The reported event could not be associated with an issue with the controller as the root cause of the reported event was determined to be a bent pin on the mpu patient cable. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.